Event description:
The patient reported fraying and sparking at the power supply cable. The patient electronic unit and power accessories were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.